Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of atelectasis requiring hospitalization and treatment. On (B)(6) 2016, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issue were noted with the device. According to the complainant, two days post-procedure, on october 23, 2016, the patient experienced atelectasis. On the following day, (B)(6) 2016, the patient was hospitalized for bronchoscopy. Aspiration was performed and the patient was discharged on the same day. The event was reported to have resolved on (B)(6) 2016. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 1.03, fev1 % predicted: 48.00, fvc: 1.82, fvc % predicted: 72.00. Post-bronchodilator: fev1: 1.56, fev1 % predicted: 73.00, fvc: 2.42, fvc % predicted: 95.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the bsc bt registry clinical study. This complaint is being reported based on the event of atelectasis requiring hospitalization and treatment. On (B)(6) 2016, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issue were noted with the device. According to the complainant, two days post-procedure, on (B)(6) 2016, the patient experienced atelectasis. On the following day, (B)(6) 2016, the patient was hospitalized for bronchoscopy. Aspiration was performed and the patient was discharged on the same day. The event was reported to have resolved on (B)(6) 2016. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 1.03, fev1 % predicted: 48.00, fvc: 1.82, fvc % predicted: 72.0.0 post-bronchodilator: fev1: 1.56, fev1 % predicted: 73.00, fvc: 2.42, fvc % predicted: 95.00. Additional information received on 24may2017. On (B)(6) 2016 the patient underwent bronchoscopy, which revealed the presence, in the left lower lobe, of sub-occlusion by dense mucus plugs. The plugs were removed by aspiration and flushing with sterile saline solution and sent to lab for microbiological tests. Normal patency was restored. No alterations observed in the remaining left or right bronchial system. Follow-up x-ray was performed, showing better re-expansion of left lower lobe.